Event description:
The xenon light source was returned to the service center with a report of error message e315: endoscopes are no longer recognized (endoscope is not supported). The maj-1430 signal cable was not connected. An on-site technician was requested to check the device including necessary cleaning. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, image disturbance and image failure were found. The most probable cause was traced to the device but could not identify the root cause. There was no patient involvement.

Manufacturer narrative:
The device was not returned to olympus for inspection. However, the investigation was performed based on the information provided by the customer and inspection results by the field service representative. Based on the results of the investigation, the most probable cause of image disturbance and image failure was traced to the device but could not identify the root cause. Olympus was not able to confirm the customer reported error message e315 failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.